Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l52362, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l52362, (B)(4), mdtmdt . If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding the patient who was receiving an unknown drug via an implantable infusion pump for multiple back and neck surgeries. It was reported that the catheter was unable to be aspirated and the pump was explanted as well as the catheter being ligated. It was reported that the cause of the inability to aspirate was a fall. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l52362, implanted: (B)(6) 1998, product type: catheter. Analysis found corrosion/wear/lubrication in the gear train. Analysis also found a stall due to shaft bearing and gear wheel 3. If information is provided in the future, a supplemental report will be issued.